Event description:
Foreign literature, brenke, c., fischer, s., carolus, a., schmieder, k., and ening, g. (2016). Complications associated with cervical vertebral body replacement with expandable titanium cages. Journal of clinical neuroscience, 32, 35-40, reported 50 patients implanted with add (aka vbr small) expandable titanium cage (etc) for anterior cervical corpectomy. Eighteen patients had hardware-related (ha) complications with 18 percent requiring revision surgery. Study authors did not disclose that use of the subject device was not FDA approved for use in the cervical spine. The study device labeling omits material risk information concerning use of the device in the cervical spine or that use in the cervical spine is not FDA approved. "Ha (hardware associated) complications showed complications involving vbr add device, especially displacement, occurred in 21 percent and outnumbered (anterior cervical) plate/screw associated complications.